Event description:
A lead extraction procedure commenced to remove an ra and rv lead due to non-function. A cook medical needle's eye snare was used to provide traction. While attempting to extract from the groin using the snare, the physician pulled on both leads through the snare and caused a perforation in the right atrium. Rescue efforts began, including sternotomy. An ra perforation was discovered and repaired, and the patient survived the procedure. Per (B)(6) clinical assessment, the reported perforation, was related to the cook medical needle's eye snare. There was no alleged malfunction of any (B)(6) devices and did not cause or contribute to the reported event. (B)(6) is not the manufacturer nor importer of the needle's eye snare. The manufacturer of this device is cook medical. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".